Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent was undersized post deployment. The physician treated the left anterior descending artery (lad) and main vessel with a 4.00x24mm promus element¿ plus stent and inflated the stent delivery system with 10 bar. The physician then saw the stent was shortening. To treat the shortened stent, the physician implanted a 4.0x12mm promus element¿ plus stent. There were no patient complications and the patient's condition is stable.